Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, the valve dislodged from the native annulus and was snared to the aortic arch. Subsequently, a 26mm valve was successfully implanted. It was reported the patient had borderline anatomical measurements with heavy calcification. No additional adverse patient effects were reported.